Event description:
During the implant procedure, the helix would not extend when torquing the proximal end of the lead. The lead was removed and replaced and the patient was reported to be stable.

Manufacturer narrative:
As received, the helix was extended, bent, and clogged with blood and tissue. Visual inspection noted the outer coil filars were slightly offset. X-ray inspection revealed the inner coil was over-torqued at the connector pin region. Multiple filars were noted to be broken and separated, causing the inner coil continuity to be high. The event of the helix not being able to extend was confirmed due to the over-torqued lead.